Manufacturer narrative:
Expiration date: na.

Event description:
Device analysis performed on the returned electrode found that the shaft was separated from the hub. Root cause of the failure is excessive external mechanical force placed upon the shaft which led to the complete separation of the shaft from the hub.